Event description:
Dr. Reported that an ER patient developed a laceration 1.5 centimeters after the instead. Upon review of treatment, patient used product for five days of normal menstural flow. After flow stopped and product use was discontinued, patient began bleeding profusely from her vagina (two days after last product use). Presented to ER, laceration required cauterization and sutures. Doctor found patient to have low hemoglobin, lost blood. No further treatment, no hospitalization was required, two doctors examined and released after treatment.